Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the suggested event was not reproduced, and a root cause could not be identified. No further information could be obtained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high flow insufflation unit undulations weakened and the surgical field became narrower during a therapeutic unspecified procedure. There were no problems with the connections or damage to the pneumoperitoneum tube or high-pressure hoses. The pneumoperitoneum pressure was maintained at the set value, and no alarms were generated. Although the air supply amount fluctuated slightly, it did not fluctuate significantly. There was a slight improvement when the customer increased the set pressure and completed the procedure with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and no abnormality was found. The event reported was not reproduced during the device inspection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.